Manufacturer narrative:
Per the tandem user guide: do not use any other insulin with your system other than u-100 humalog or u-100 novolog. The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that intermittent occlusion alarms occurred. Reportedly, the customer was using fiasp insulin, tandem technical support educated the customer this is considered off label insulin use per the tandem user guide. The customer went to the emergency room and was subsequently hospitalized in the intensive care unit (ICU) with a blood glucose (bg) level of 1100 mg/dl with high ketones that were identified as life threatening. The customer was treated intravenously in the ICU with fluids of insulin and saline. The customer was released on (B)(6) 2024 with issue resolved and not permanent damage. The customer reverted to an alternate method of insulin therapy.